Manufacturer narrative:
The device was received fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. During investigation, no damages or defects were observed that would contribute to the reported unsure proper insertion of the cannula. The exact cause of the reported unsure proper insertion of the cannula could not be determined. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported failure to adhere. The exact cause of the reported failure to adhere could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and dislodged at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 400 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated. When the pod was removed from the infusion site (abdomen), it was observed that the cannula was dislodged. The patient administered correction boluses, but the blood glucose level was still high. Treatment for reported issue was not provided.